Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced a headache post procedure. The ae did not result in a new or worsening of existing neurological deficits. The headache appeared after the aneurysm treatment, on the first branch of the right pair. A consultation with neurology was requested, where they were prescribed gabapentin. Additional information was received reporting index procedure was (B)(6) 2022 with successful placement of a pipeline vantage device. Subject was discharged to home on (B)(6) 2022. 180d mrs assessment on (B)(6) 2023 was 0. No cause determined. Neurological exam on (B)(6) 2023 was normal. Additional information received reported the headache event was considered resolved and patient recovered as of (B)(6) 2025. Additional information was received reporting that the patient experienced headache with onset date of (B)(6) 2026. This adverse event (ae) did not lead to hospitalization, treatment in another manner, blood transfusion, percutaneous intervention, physical therapy, surgical procedure, and did result in concomitant or additional treatment being given. The outcome status is recovered/resolved with outcome date of (B)(6) 2026. Diagnostic blood test on (B)(6) 2026 was normal. This ae did not result in a diagnostic procedure being performed, diagnostic test was performed. Ae occurred post-procedure and was not related to the disease under study. Ae did not result in a new or worsening of existing neurological deficits. The patient presented to the emergency room with right frontoparietal headache, photophobia, phonophobia, and nausea without vomiting. Pain radiates to the right eye, rhinorrhea is present. The patient received IV treatment. The site assessed this event did not lead to congenital anomaly, death, disability, or hospitalization and was not considered life-threatening and did lead to medical intervention. The site assessed the event as not related to the antiplatelet drug, ancillary device, device, or study procedure. The sponsor assessed the event as possibly related to the study device, not related to the procedure, ancillary device, or apt regimen. The patient was undergoing surgery for treatment of a saccular, sidewall right c6 internal carotid artery (ica) aneurysm with a max diameter of 4 mm and a 3 mm neck diameter. The aneurysm dome height was 4 mm and the dome width was 3 mm. Parent artery diameter distal to aneurysm was 3.8 mm. Parent artery diameter proximal to aneurysm was 4.1 mm. There was significant stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure was class 2. The device was successfully implanted in the patient and wall apposition achieved. Ophthalmic artery side branches were covered by the pipeline device. The patient's medical history includes atrial fibrillation, obesity, and current smoker.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The patient was treated with 1g intravenous paracetamol.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that per source review, discharge summary (B)(6) 2026) reports, ¿a progressive decrease in visual acuity of this right eye over the last few months, pending evaluation by ophthalmology." There was no reported impact to the patient or any additional medical intervention required to prevent permanent injury or impairment. No patient symptoms or further complications were reported as a result of this event. Additionally per source review, discharge summary (B)(6) 2026) reports, ¿she has long-standing paresthesia in the right temporoparietal region in the form of tingling (spontaneous and on rubbing).¿ timing of the reported "long-standing" findings are unknown.) Site has been queried to assess this unreported finding and to complete corresponding ae crf if applicable. There was no assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or clinical events committee (cec).